Event description:
Ous MDR - it was reported that this device was explanted due to battery depletion. No adverse patient side effects were reported.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated showing a warning message on the programmer indicating an elevated current consumption. Therefore, the pacemaker's memory content was analyzed confirming this observation. The battery status was still ok. The ability of the device to deliver therapies was verified. However, the therapy functionality was not available. Therefore, the pacemaker was opened and subjected to further analysis. The visual inspection of the inner assembly showed no anomalies. The battery was found to be almost eri. Subsequent thorough investigations revealed a damaged integrated circuit, leading to an elevated current consumption draining the battery. In summary, the clinical observation resulted from a damaged integrated circuit. The manufacturing records document a flawless device production, particularly the current consumption was normal and expected. However, the date of occurrence was not determinable.